Event description:
It was reported that patient underwent an initial elbow procedure on (B)(6) 2002. Subsequently patient underwent revision procedures on (B)(6) 2004, (B)(6) 2005, (B)(6) 2006, (B)(6) 2008, and (B)(6) 2009 due to unknown reasons. The patient underwent a recent revision on (B)(6) 2015 due to infection. During the (B)(6) 2006 procedure, it was reported that the total humeral coupler component was manufactured as a uniaxial component. This required the modular segmental biaxial elbow humeral component to be rotated 180 degrees in order for the components to mate properly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2008- 00087 / -00088 & 2015-00957 /-00958).